Event description:
A philips employee became aware of a journal article (published online 23oct2015) ¿refined balloon pulmonary angioplasty driven by combined assessment of intra-arterial anatomy and physiology ¿ multimodal approach to treated lesions in patients with non-operable distal chronic thromboembolic pulmonary hypertension ¿ technique, safety and efficacy of 50 consecutive angioplasties¿. The study retrospectively aimed to prove the safety and efficacy of refined bpa driven by combined assessment of intra-arterial anatomy (ivus/oct) and physiology (pulmonary pressure ratio, ppr) in non-operable distal chronic thromboembolic pulmonary hypertension (cteph). A total of 11 patients were enrolled in the study in july 2014. Philips volcano eagle eye platinum catheters were used during the procedures. Procedural complications included 1 patient that experienced atrial fibrillation who was successfully treated with direct current cardioversion and 2 patients that experienced transient reperfusion pulmonary oedema who responded well to supplemental oxygen. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 23oct2015 has been used, the date of publication. Roik m, wretowski d, labyk a, kostrubiec m, irzyk k, dzikowska-diduch o, lichodziejewska b, ciurzynski m, kurnicka k, golebiowski m, pruszczyk p. Refined balloon pulmonary angioplasty driven by combined assessment of intra-arterial anatomy and physiology--multimodal approach to treated lesions in patients with non-operable distal chronic thromboembolic pulmonary hypertension--technique, safety and efficacy of 50 consecutive angioplasties. Int j cardiol. 2016 jan 15;203:228-35. Doi: 10.1016/j.ijcard.2015.10.116. Epub 2015 oct 23. Pmid: 26519672. This report captures the serious injuries that occurred after use of the eagle eye platinum catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 76 years, n=11. A3a) patient sex - 7 males, 4 females. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for an eagle eye platinum catheter. D1/d4/h4) the lot number was not provided; thus, the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from poland, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, arrhythmia is listed as a possible complication with use of the eagle eye platinum catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.